Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Reporter address and phone number is not provided for reporting. A device history record (DHR) review was performed for part # 04.503.024s, lot # l367219: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 31.mar.2017, expiry date: 01.mar.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.024 / h240231 was manufactured in us: part mfg date: 29-nov-2016, part exp. Date: n/a, manufacturing location: depuy synthes (B)(4): DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# h240231 of ti matrixneuro burr hole cover 24mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of all raw material device history records revealed this lot met all specifications. A product investigation was performed. Visual investigation shows clearly that the complained issue could be confirmed as the burr hole of the plate is deformed. It also could be identified that the hole is broken off also as result of extreme deformation created during use and is from post-manufacturing origin. Visible signs are clear indication that the plate in question was used and exceeding applied mechanical force applied onto the hole caused the breakage. We absolutely exclude that complained issue happened when package was opened. The part visible at the pictures was in use and was not packed in this condition. A manufacturing related issue can be excluded. Mishandling during use was identified during investigation. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that burr hole of the cover plate was deformed when the surgeon opened the package during neurosurgical surgery to close the skull on (B)(6) 2017. There was no surgical delay and there was no adverse consequence to the patient. The procedure was successfully completed with no other medical intervention required. This report is for one (1) ti matrixneuro burr hole cover 24mm. This is report 1 of 1 for complaint (B)(4).